Event description:
It was reported that the patient had a power outage on (B)(6) 2022 for about 1 hour. They went back on the mobile power unit (mpu) after power was restored without incident. The patient went to transition to battery power on (B)(6) 2022 and experienced an alarm as if they were only on one battery. When the patient returned to their mpu, the controller had a no external power alarm. The patient transitioned to batteries without any more alarms. A review of the log files confirmed the no external power event on (B)(6) 2022 at 20:39 was caused by a house power outage. Another no external power event occurred on (B)(6) 2022 due to the mpu ac power cord coming loose at the ac wall outlet. Additional information revealed that the loss of power to the patient's house lasted approximately 1 hour. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of no external power alarms was confirmed via log file analysis. A review of the submitted log file contained data spanning approximately 44 days (1jun22 ¿ 14jul22 per timestamp). On 13jul from 20:39:13 ¿ 20:39:36 and 14jul from 9:27:08 ¿ 9:32:40, while connected to the mobile power unit (mpu), no external power alarms activated due to a sudden loss of ac power. The backup battery powered the system without issue. The alarms on 13jul cleared once the power resolved on its own and the alarms on 14jul cleared once the system was changed to battery power. There were no other notable alarms active in the log file. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Provided information stated that the no external power event on 13jul22 was cause by an hour long power outage. The mpu did not have a v-lock connector and the circumstances surrounding the 14jul22 no external power event were unknown. The mpu was not exchanged/ removed from service. The root cause for the no external power alarms on 13jul22 was conclusively determined to be due to the reported power outage. A root cause for the no external power alarms on 14jul22 was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 - ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.